Event description:
It was reported that when tried to insert the PICC and put the guidewire through the dilator, the tip of the guidewire was too wavy to pass through. There was no reported patient injury. 4/22/2024 - the guidewire returned for evaluation exhibited disjointed coils just distal of the proximal weld tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the guidewire through a microintroducer is confirmed. One 4.5 fr microintroducer and one 0.018 in. X 35 cm stainless steel guidewire in protective housing was returned for evaluation. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the microintroducer would not slide over the proximal end of the guidewire. The complainant microintroducer could slide over the distal end of the guidewire. An attempt to slide a non-complainant guidewire through the complainant microintroducer revealed the non-complainant guidewire slid successfully through the complainant microintroducer. A microscopic observation of the proximal end of the returned guidewire revealed the proximal tip to have disjointed coils just distal of the proximal weld tip. Because the returned guidewire was found to have disjointed coils but the complaint description implies to be during use after inserting the guidewire through an introducer needle, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.